Manufacturer narrative:
Date of event: unknown. (B)(6). Investigation summary: bd was unable to perform a thorough investigation as no sample, lot, or batch number were provided . Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored monthly. Our business team regularly reviews the collected data for identification of emerging trends. Investigation conclusion : bd was not able to duplicate or confirm the customer¿s indicated failure as no sample, batch, or lot code was provided. This complaint will be entered into the complaint management system and will be tracked & trended for future occurrences. Root cause description : bd was not able to duplicate or confirm the customer¿s indicated failure as no sample, batch, or lot code was provided. This complaint will be entered into the complaint management system and will be tracked & trended for future occurrences. Rationale no sample, lot, or batch provided.

Event description:
It was reported that during use of the insyte 24ga x 0.75in the needle was already through the catheter. Foreign complaint the following information was provided by the initial reporter, translated from (B)(6) to english: performed attempt of puncture and when removing the shield, the catheter was already transfixed. 02 units.